Event description:
It was reported that noise had been observed on the right ventricular lead. Device reprogramming was performed and the lead remained implanted. The patient was noted to be fine following the reprogramming and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.